Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing ventricular fibrillation and had to be shocked externally. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited undersensing causing defibrillation therapy inhibition. The ICD was reprogrammed and the patient was unknown.

Event description:
It was reported that the patient presented experiencing ventricular fibrillation and had to be shocked externally. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited undersensing causing defibrillation therapy inhibition. The ICD was reprogrammed and the patient condition was unknown.